Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed six applications were performed with balloon catheter 2af284 with lot number 87470 and the reported clinical issues could not be confirmed through data analysis. Additionally, the data files showed eleven injections were performed with the balloon catheter 2af284 with lot number 49772 without any system notice. Clinical issues (hypotension, pericardial effusion) were encountered during the procedure. In conclusion, the patient¿s hypotension and pericardial effusion could not be confirmed through data analysis. The mapping catheter with lot number 11023564 was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient¿s blood pressure decreased. A pericardial effusion was confirmed through echocardiography. Noradrenalin was administered, and the blood pressure recovered. A pericardial drain was performed and the bleeding stopped. The procedure was aborted and the patient was not under general anesthesia. The patient's hospital stay was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.